Event description:
On opening the outer powder a fibre was noticed alongside the sterile inner packet. As the fibre was a foreign particle the product was returned to us for investigation. Another device was immediately available for use and the case was completed as originally planned.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.